Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the image was upside down with 30-degree endoscope on arm 2. Site moved the endoscope to arm 3 and the image was normal. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and noted no errors. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Site moved the scope to arm 3 and the image was normal. The site worked with no other issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.